Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The device was returned for evaluation, and subsequent testing verified the complaint. The walker is wobbly. It was also noted that the lot number has worn off. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer stated the right side cross brace is broken. The walker is wobbling.